Event description:
Additional information received that the rv sensitivity was adjusted to resolve the issue. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
-----

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing which led to pacing inhibition due to noise on right ventricular (rv) lead. It was reported that the patient was also pacer dependent and asystole greater than 2 seconds was noted on the electrogram (egm) with atrial undersensing. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.